Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, specifications, drawing, and quality control procedures were conducted, and no gaps were discovered. The device is packaged with instructions for use (IFU), which state that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the IFU also states that reinsertion of the dilator prior to removal of the sheath, ¿increases the strength of the sheath and lessens the risk of device separation,¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Based on the information provided and no product returned, investigation has concluded that the device failure was likely due to the performing physician¿s failure to reinsert the dilator prior to device removal, and to the device being advanced into the patient¿s reportedly calcified anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter: occupation = lead radiology tech. PMA/510(k) number = pre-amendment. (B)(4). The patient was transported for emergent surgery to retrieve the separated portion of the device. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified peripheral intervention involving a (B)(6) year-old male patient with a history of peripheral vascular disease and calcified anatomy, a flexor raabe guiding sheath separated upon removal of the device. The physician accessed the left femoral artery antegrade with the complaint device and intended to use another manufacturer's closure device upon completion of the procedure. The intended target location was the left distal superficial femoral artery and the sheath was reportedly advanced to 55 centimeters. A lunderquist 260 centimeter wire was in the lumen of the device upon removal, during which the sheath separated "distally" at the shaft. The dilator was not in place upon device removal, when the separation occurred. The approximately ten centimeters of the sheath that remained outside of the body was left in place, over the wire, for transport. Due to the complexity of removal of the separated portion that remained in the body, the patient was transported to another facility for emergent surgery. The patient received heparin as well. The patient reportedly remained stable while in the catheterization lab. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.